Event description:
A review of service data detected a reportable event. During servicing of monitor, which was returned for routine maintenance, it was discovered that the monitor would not power up. Upon further inspection, it was noticed that the battery connector within the monitor was broken. The last patient to use this monitor did not experience any problems with it.

Manufacturer narrative:
Device manufacture date. Monitor 2007. Device evaluation of monitor has been completed. The monitor was found to have a defective battery connector. The root cause of the defective battery connector was probably due to a misaligned battery connector being forced into the monitor. The connector was repaired. The monitor was retested and then restocked. No adverse events resulted from the damaged monitor. The last patient to use this monitor did not experience any problems with it.